Event description:
It was reported by the patient that they are having difficulty with the device and unable to squeeze the pump because the pump is very hard resulting in bruising the scrotum because the patient is squeezing so hard with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Troubleshooting maneuvers were provided to the patient. He stated he will try the exercises and will contact us if he has any more questions.

Event description:
It was reported by the patient that they are having difficulty with the device and unable to squeeze the pump because the pump is very hard resulting in bruising the scrotum because the patient is squeezing so hard with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Troubleshooting maneuvers were provided to the patient. He stated he will try the exercises and will contact us if he has any more questions. Additional information received states the patient reported trying the troubleshooting techniques discussed but has not had any success. The bulb is still "hard as a rock." Further additional information received states the physician reported that the pump was sticking upon seeing the patient for the first time. He could not get the pump to squeeze. The patient tried the troubleshooting techniques provided by the patient liaison but is too sore to do anything else. He will be reaching out again after two weeks. Additional information received states no interventions or treatments have been performed yet. They are waiting for the issues caused by the covid-19 pandemic to resolve.

Manufacturer narrative:
Additional information provided in: b5, h6.